Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7077244. UDI: (B)(4).

Event description:
It was reported that a non-device-related x-ray revealed that the patients spinal cord stimulation (scs) leads had migrated out of the epidural space. There were no symptoms due to the event, however, the patient subsequently underwent a lead revision procedure, during which the leads were repositioned within the epidural space. Postoperatively, the patient was in good condition, with effective paresthesia coverage.

Event description:
It was reported that a non-device-related x-ray revealed that the patients spinal cord stimulation (scs) leads had migrated out of the epidural space. There were no symptoms due to the event, however, the patient subsequently underwent a lead revision procedure, during which the leads were repositioned within the epidural space. Postoperatively, the patient was in good condition, with effective paresthesia coverage. Additional information indicated that a continuous tomography (CT) scan revealed the lead tips still remain within the ligament following the revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7077244, UDI: (B)(4).

Event description:
It was reported that a non-device-related x-ray revealed that the patients spinal cord stimulation (scs) leads had migrated out of the epidural space. There were no symptoms due to the event, however, the patient needed magnetic resonance imaging for a non-device related issue. The patient subsequently underwent a lead revision procedure, during which the leads were repositioned within the epidural space. Postoperatively, the patient was in good condition, with effective paresthesia coverage. Additional information indicated that a continuous tomography (CT) scan revealed the lead tips remain within the ligament following the revision procedure. Additional information received indicated that there were no signs or symptoms due to the placement; however, the patient underwent a second procedure where the leads were again repositioned into the epidural space. The patient was doing well postoperatively and was able to undergo MRI.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4, upn: m365sc2352700. Model: sc-2352-70, serial: (B)(6), batch: 7077244, UDI: (B)(4). Correction to the initial MDR in block b5.